Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Not returned to manufacturer.

Event description:
It was reported that the insert was exchanged on triathlon knee due to fibrosis ingrowth.

Manufacturer narrative:
An event regarding revision due to arthrofibrosis involving triathlon insert was reported. The event was not confirmed. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events have been reported for the manufacturing lot. The event could not be confirmed nor the root cause determined due to the minimal information received.

Event description:
It was reported that the insert was exchanged on triathlon knee due to fibrosis ingrowth.